Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that five (5) exactamix 1000 ml eva (ethylene vinyl acetate) tpn (total parenteral nutrition) bags leaked at the administration port. The leaks were discovered prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h4, h6 and h11. H4: the device was manufactured between 18may2023 and 19may2023. H11: five (5) devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The sets underwent functional testing by filling the bag with 1000ml of tap water and leaks were observed from the administration spike port bonding areas in all five bags. The reported condition was verified. The cause of the condition could not be determined; however, the most likely cause was due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted to the spike port during the manufacturing process causing an incorrect bonding. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.